Manufacturer narrative:
As reported, the optease filter did not release as expected. It was released smaller than the normal and the shape was an asymmetric spindle. There was no reported patient injury. The vessel level of angulation, calcification and tortuosity is none. The filter insertion was prophylactic. The pulmonary embolism/deep vein thrombosis (pe/dvt) was diagnosed by a digital subtraction angiography (dsa) radiography. The dvt is severe. There was no thrombus present at delivery site. The size and shape of the vena cava was 20-millimeters (mm). The size measured was estimated. The device was stored and handled per the instructions for use IFU. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. There were no kinks noted on the device prior to use. The device was prepped according to instructions for use (IFU). The thermal indicator had not been activated. It was verified under fluoroscopy that the filter or part of the filter was not in a side vessel. Only part of the filter was under expanded. The wall apposition was not deemed adequate to prevent migration. The device was removed intact (in one piece) from the patient. The pre/post imaging was completed. There were no peri/post procedural complications. There was no patient injury. There are no procedural films available. The product was not returned for analysis. A review of the device history record (17712860) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device, or the availability of procedural films to review, the event reported of ¿filter- incomplete expansion¿ cannot be confirmed. Per the event description, the vena cava size was estimated. This may possibly have led to the reported event. Per the instructions for use (IFU), the diameter of the ivc at the intended implantation site should be measured by contrast injection prior to filter insertion. The diameter of the ivd should be no bigger than 30 mm. Upon deployment, the filter imparts an outward radial force on the luminal surface of the vena cava to ensure proper positioning and stability. As noted in the instructions for use (IFU), the constrained, unexpanded, length of the optease filter is 64 mm. During release from the sheath introducer, the length of the filter will shorten as it expands. The ends of the filter will shorten equally as they move toward the axial center of the filter. The physician is also instructed in the IFU to perform a control cavogram before terminating the procedure. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported, the optease filter did not release as expected. It was released smaller than the normal and the shape was an asymmetric spindle. There was no reported patient injury. The vessel level of angulation, calcification and tortuosity is none. The filter insertion was prophylactic. The pulmonary embolism/deep vein thrombosis (pe/dvt) was diagnosed by a digital subtraction angiography (dsa) radiography. The dvt is severe. There was no thrombus present at delivery site. The size and shape of the vena cava was 20-millimeters (mm). The size measured was estimated. The device was stored and handled per the instructions for use IFU. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. There were no kinks noted on the device prior to use. The device was prepped according to instructions for use (IFU). The thermal indicator had not been activated. It was verified under fluoroscopy that the filter or part of the filter was not in a side vessel. Only part of the filter was under expanded. The wall apposition was not deemed adequate to prevent migration. The device was removed intact (in one piece) from the patient. The pre/post imaging was completed. There were no peri/post procedural complications. There was no patient injury. There are no procedural films available. The device will not returned for analysis as the device have been discarded.